Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. There was no information provided regarding blood glucose levels, and no impact was noted. The device is to be returned, and the customer is expected to receive a replacement pump.